Manufacturer narrative:
The cycler was returned to plant manufacturing and investigated. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. An internal visual inspection of the cycler found evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within the pneumatic filter.. The filter was detached from the cycler and the fluid was removed. The filter was then reinstalled and a simulated treatment was performed and completed. The cause of the observed dried fluid and fluid could not be determined. There was no fluid leak in the cassette during the test treatment.

Event description:
A peritoneal dialysis patient's contact reported that the cycler displayed the error message: air detected in cassette. Tech support assisted in troubleshooting, however, the message returned. The treatment was cancelled. Fluid was noted when the cassette was removed. The patient will utilize continuous ambulatory peritoneal dialysis to complete treatment. The cycler will be replaced.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact reported that the cycler displayed the error message: air detected in cassette. Tech support assisted in troubleshooting, however, the message returned. The treatment was cancelled. Fluid was noted when the cassette was removed. The patient will utilize continuous ambulatory peritoneal dialysis to complete treatment. The cycler will be replaced.